Event description:
Baxter china reports the transfer set was broken in the twist clamp area. The transfer set had been used for 13 weeks. Noted during use. No pt injury or medical intervention reported.